Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak appears to be due to procedural conditions (cds not inserted straight). The reported difficult cds removal from the sgc and torn ci appear to be results of procedural conditions (clip caught on ci during removal outside of anatomy). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and advanced into the left atrium (la) without issues. The clip delivery system (cds) was inserted into the sgc, but when the clip introducer (ci) was introduced into the sgc, the water level in the sgc lumen dropped. The physician suspected this was due to the cds not being inserted straightly. The cds was attempted to be removed while applying negative pressure, but the clip became caught on the ci and the cds was unable to be removed. The physician decided to remove both the cds and sgc all as one. Once outside the anatomy, the cds was forcibly removed from the sgc. It was then observed that part of the ci had broken off and was caught inside the gripper. The devices were replaced, and one clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.